Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with an unspecified medication (dose, route, frequency, and duration not reported) for peritonitis. The outcome of the event was not reported. Action taken with therapy was not reported. No additional information is available at this time. This is report 2 of 3.